Event description:
The user received questionable glucose results from the analytical d module analyzer serial number (B)(4) that were discovered when a physician called questioning the results. The user stated the glucose results for 49 patient samples had to be corrected; however data was only provided for four patient samples. All results are in mg/dl. Patient sample 1 initial result was 251 and the repeat result was 98. Patient sample 2 initial result was 234 and the repeat result was 80. Patient sample 3 initial result was 166 and the repeat result was 98. Patient sample 4 initial result was 241 and the repeat result was 90. The initial results were reported outside the laboratory. The user did not think any patients were adversely affected. The glucose r1 reagent lot number was 63619201. Upon evaluation of the analyzer, the field service representative determined there was a fluidic failure and a valve and the associated tubing were clogged. He replaced the valve, cleaned the associated tubing, replaced the reaction cells and performed a cell blank. To verify the analyzer operation, he performed precision testing and verified the results were within the guidelines. The user ran calibration, quality control with results within the ranges.